Manufacturer narrative:
This report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a thoracolumbar fusion procedure. During the procedure, when inserting screws, the polydriver handle would not disengage from one of the screws. Surgeon removed the polydriver handle from the set to put in the remainder of the screws. The assumption is the malfunction is related to threads at the tip of the polydriver handle that thread into the screwhead. There are 2 polydriver handles in the verse set. The second one in the set did not have an issue disengaging from the screws, so it was used to finish inserting screws. The screwdriver shaft and sleeve that are assembled with the polydriver handle to create the complete screwdriver assembly did not have issues. The surgery was completed successfully with 3-5 minutes delay. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves two (2) devices.